Event description:
Per the clinic, activation of the device was unsuccessful due to connection problems with the internal device. Hardware exchange and troubleshooting attempts were performed; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.